Event description:
Co engineering initiated an investigation of production failures involving component, u41, on the device systems pcb assembly. A failure of the component could result in an inability to monitor a pt signal in standard leads.